Event description:
It was reported that the arctic sun device received low flow alerts. It was confirmed that the device had 001 (patient line open) and 002 (low flow) alerts in the event log. Since the device had 6302 system hours it was due for the 2k preventive maintenance service. The device had issues with flow due to a circulation pump.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced.. The root cause of the reported issue was unable to determine. The alerts 001 and 002 were confirmed in the event log. The device flow was tested in manual hypothermia mode from 4 degrees c to 41 degrees c using the customers fluid delivery line with six shunts and then 4 test adult pads installed a test loop and a manifold plug in bypass mode. All instances showed flow of at least 3.2 lpm with no alerts were generated. The tank seals lifted from the tank. The double bend tube and chiller outlet l tube have expanded beyond the proper fit of the tank seals. The circulation pump flowmeter impeller was sticking. The device underwent preventive maintenance service while in for the repair. The mixing pump was serviced as a part of the preventive maintenance process. The heater both manifold o-rings drain valves tank seals circulation pump flowmeter double bend tube, chiller tank outlet tube, and the control panel coin cell were replaced due to age. The arctic sun 5000 passed all the performance tests calibration and the electrical safety tests. The device was functioning properly and ready for use. It was unknown whether the device was influenced by the reported failure however the device had met specifications during the evaluation. The device was in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The labeling review was not required due to the reported issue was unconfirmed. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got low flow alerts. It was confirmed that it had 001 (patient line open) and 002 (low flow) alerts in event log. Since the device had 6302 system hours it was due for the 2k pm service. Device had issues with flow due to a circulation pump.